Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, dizziness and bradycardia. It was determined that the right ventricular (rv) lead had dislodged, and it exhibited high, unstable thresholds, undersensing and a loss of capture. The rv lead was explanted. No further patient complications have been reported as a result of this event.